Event description:
Patient was revised (B)(6) 2012 to address a fractured tibia bone and loosening of the tibial tray. Infection was also found. On (B)(6) 2012, as part of the treatment for infection, the patella and femoral component were removed. It was reported that the patient fell.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.